Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: m365sc8336500; upn: scs-paddle leads; model: sc-8336-50; serial: (B)(4); batch: 7031049.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.